Event description:
A report was received that the patient was having charging difficulties. The physician recommended a pocket revision due to a ipg migration.

Event description:
A report was received that the patient was having charging difficulties. The physician recommended a pocket revision due to a ipg migration.

Manufacturer narrative:
Additional information was received that the physician moved the patient's pocket site lateral and down from the original location. The patient was doing well following the revision.